Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated he was hospitalized for high blood glucose and the reading was 555 mg/dl. The customer stated he gave a manual injection, but the blood glucose continued to rise. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp to perform the high pressure test. Nothing further was reported.